Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an unknown procedure performed on (B)(6)2024. During the procedure, the metal sheath was detached from the handle. No further information was obtained despite good faith efforts.